Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products. Model: 6996sq58, defib sub-q coil; implanted: (B)(6) 2016. Model: 6937a-58, defib lead; implanted: (B)(6) 2016. Model: 5019, adaptor; implanted: (B)(6) 2016.

Event description:
It was further reported that the patients right ventricular (rv) lead was "unable to defib at max output after multiple attempts." The lead was removed and replaced. The patient's implantable cardioverter defibrillator (ICD) has also been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.